Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, and the customer problem was duplicated. The pump was put through a motor test and the pump alarmed error code 41622 and motor odometer read 236064. The pump ehl showed there were 5 instances of a trigger system faulty "error code 41622." Additionally, it was found that the downstream occlusion (dso) seal was delaminated. The cause of the customer reported problem was debris left over from a battery compartment repair where a piece was found jammed between the hub and the flat gears, causing the gears to seize up. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative removing the debris from the gear assembly and replaced the dso seal, dso sensor, and dso bezel. The pump passed all functional tests and performed as intended after repair.

Manufacturer narrative:
H2) device evaluation: d9 date returned to manufacturer: 3/21/2025. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, and the customer problem was duplicated. The pump was put through a motor test and the pump alarmed error code 41622 and motor odometer read 236064. The pump ehl showed there were 5 instances of a trigger system faulty "error code 41622." Additionally, it was found that the downstream occlusion (dso) seal was delaminated. The cause of the customer reported problem was debris left over from a battery compartment repair where a piece was found jammed between the hub and the flat gears, causing the gears to seize up. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative removing the debris from the gear assembly and replaced the dso seal, and the pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that the pump exhibited error alarm 41622. Troubleshooting was performed but the alarm persisted. The resvol was 67.2. There was a patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.